Manufacturer narrative:
The log file of the affected device was made available and analysed for investigation. Based on the log file analysis it could be confirmed that the alarm ¿device failure¿ was posted at 07:00 a.m. On (B)(6) 2024. This alarm message was caused by a detected discrepancy between the measured inspiratory and expiratory airway pressure greater than 5 mbar. In reaction to the discrepancy in the pressure measurements the device preformed a pressure release (the safety valve opens to ambient). The log file entries indicate an application issue / suction maneuver as root cause of the detected significant difference in expiratory and inspiratory pressure. There was no technical malfunction of the device found as root cause for this event. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms are posted to alert the user of the situation. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated a corresponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a device failure and airway pressure low. It was reported that the patient started to turn blue. There were no further health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had a device failure and airway pressure low. It was reported that the patient started to turn blue. There were no further health consequences for the patient reported.